Event description:
During the emergent placement of a subclavian central line by the doctor, the guide wire which had been placed into the patient vein and had been used to guide the central line catheter into place, became broken and inoperable. The coil that holds the wire together had become unraveled as it was being removed through the central line catheter. The central line catheter and wire had to be removed and two more attempts were made prior to obtaining central venous access.the central line catheter and wire were retained, examined, and appear to be intact. The patient was carefully monitored and showed no ill effects of this procedure.